Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: three (3) controllers ((B)(6)) were returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported events. Log file analysis associated with (B)(6) revealed that the controllers was not in use during the reported event. Log file analysis revealed that (B)(6) was the patient's primary controller, initial in use during the reported event. Log file analysis associated (B)(6) revealed two (2) controller fault alarms logged on 02/may/2023 at 09:38:54 and 13:23:38, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event log file revealed the controller fault alarm was permanently silence on 02/may/2023 at 13:23:39. Log file analysis associated (B)(6) then revealed a vad disconnect alarm was logged on 05/may/2023 at 11:20:52, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported controller fault alarm involving (B)(6) was confirmed. The alarm log file associated with (B)(6) was not available for analysis. Review of the data log file associated with (B)(6) did not reveal any anomalies within the analyzed period. Log file analysis associated with (B)(6) revealed a controller power up event were logged on 05/may/2023 at 09:16:47, indicating the controller was powered on. Various parameters, including time, patient ID, and pump ID were programmed following the controller power up event, indicating the power up event occurred during the initial programming of the controller. (B)(6) 's log files then revealed a second controller power up with an associated pump start event logged on 05/may/2023 at 11:39:42, indicating the controller was put into use following a controller exchange. As a result, the reported controller power up event involving (B)(6)was confirmed. Failure analysis of (B)(6) revealed that the controller passed visual inspection. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during functional testing, indicating an internal battery issue. Internal inspection revealed that the internal nimh battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Failure analysis of (B)(6)1 revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the pump connector. The observed contamination is an additional finding not related to the event. The most likely root cause of the observed controller ports contamination event can be attributed to the handling of the device. Internal inspection of (B)(6) did not reveal any anomalies; no evidence of fluid ingress was observed. As a result, the reported fluid ingress involving (B)(6) was not confirmed. Failure analysis of (B)(6) revealed a bent pin within power port two (2) of the controller. The bent pin did not allow a power source to be connected to the controller. As a result, the reported controller malfunction event was confirmed. Internal inspection of (B)(6) did not reveal any anomalies. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pin within (B)(6) 's power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the reported controller fault alarm involving (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the controller power up event involving (B)(6) can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited a controller fault alarm due to internal battery depletion. The controller fault alarm was permanently silenced. It was also reported that the backup controller may have had moisture damage. The primary controller remains in use until a replacement is obtained. The backup controller is expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system. Controller 2.0 d4: model #: 1420 ,catalog #:1420 ,expiration date: , serial or lot#: UDI #: d9: no h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a190501 h6: patient img code(s) g04035 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for the device information and also for new event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 30-nov-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the primary controller was exchanged and the new controller exhibited an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for device serial numbers and manufacturing information. Additional products: d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-dec-2019 / serial or lot#: (B)(6) UDI #: (B)(4)h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-dec-2018 d4: serial or lot#: (B)(6) h3: no, device evaluation anticipated, but not yet begun investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-aug-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a26 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a fourth controller is being returned due to a suspected unknown malfunction.